Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) medical university. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified that a break had occurred in the hypotube. The break was located 116cm proximal from the tip end of the device. The proximal section of the break including the hub/manifold was not returned for analysis. Further analysis noted that a kink was present in the hypotube. The kink was located at 88.8cm proximal from the port site. A visual and tactile examination of the distal extrusion identified no damage. A microscopic examination identified that the break and kink is consistent with excessive force having been applied to the hypotube. A detailed microscopic examination of the balloon material identified no damages. The balloon was folded. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Microscopic examination of the distal extrusion identified no damage. A microscopic examination of the tip section found no damage.

Event description:
Reportable based on device analysis completed on (b)(3) 2023. It was reported that the catheter got separated near the hub. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, after rota, the device was delivered but it got kinked and separated near the hub outside the patient's body. The procedure was completed with a different device. No complications reported and there was no patient injury. However, device analysis revealed a hypotube break located 116cm proximal from the tip end of the device.